Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a review of the pump black box data indicated that data from the event has been overwritten. The current black box data showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The pump powered on with the returned battery cap; the battery cap was able to fully tighten. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of a battery life issue was not albe ot be confirmed or duplicated during testing.